Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he went to bed normal last week and woke up with high blood glucose. Customer stated that he thought it was the site, so he changed everything. Customer stated that when he eats a big supper, he takes a larger dose and he even takes a shot. Customer's blood glucose was 400 mg/dl. Customer treated with an injection. Customer sated that he has a back-up plan. Customer treated with 10 units. Customer stated that the tubing looks like there are spots where there are air bubbles. Customer stated that he can see there's stuff in the line but then there's nothing in the line. Customer stated that they found a leak right in the middle. Customer stated that he has a tube tucked in his waist and sometimes it gets stuck. Customer was assisted in correcting the bolus wizard settings. Customer had low reservoir and no delivery alarms in the alarm history. Customer discovered a break in his tubing. Customer was advised to change the set.